Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that planning was completed levels l5-s1 alif with posterior spinal fusion procedure. The surgical arm was set-up and shoulder calibration was checked. Bmb platform was used to attached the system to the patient with a schanz pin inserted in the patient's right psis via schanz bond. The 3 define scan was completed at 1013 and draw spine was completed at 1014. Ap image was acquired at 1015 and obl image was acquired at 1020. Fluoro segmentation was achieved using the basic algorithm with green values at l5 and yellow values at s1. The surgeon visually confirmed matching accuracies at all levels. Left trajectories were sent first l5-s1. Left s1 appeared to be placed high in the lateral x-ray and appeared to be in the disc space int eh ap image. The procedure moved forward with right side trajectories, l5 followed by s1. Right s1 also appeared high in the lateral x-ray. Trajectories were replanned from registration with fluoro segmentation readjusted to achieve green values at s1. S1 trajectories were then re-sent but the same results were observed and bilateral placement appeared high in lateral imaging. No patient harm was reported and surgery was delayed less than an hour.